Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the field assurance notification form and implant registration card received, size 21 onxae (aortic heart valve with standard sewing ring with extended holder), serial (B)(4), was implanted on (B)(6) 2018. The valve was then explanted for undisclosed reasons.

Manufacturer narrative:
Additional information was received via operative notes. The valve was explanted due to patient anatomy as the size 21 on-x valve did not seat well. The size 21 on-x valve was removed and replaced with a size 23 valve. This event does not identify additional hazards or modify the probability and severity of existing hazards. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. No adverse event occurred.

Event description:
According to the initial report and implant registration card received, size 21 onxae (aortic heart valve with standard sewing ring with extended holder), serial number (B)(4), was implanted on (B)(6) 2018. The valve was then explanted for undisclosed reasons. Additional information was received via operative notes. The operative notes indicate that once the valve was inserted, the surgeon became concerned that the valve would impinge upon the left main due to its size. Even upon seating the valve, the surgeon did not believe there would be acceptable long term clearance. The valve was then removed and replaced with a size 23 valve.